Event description:
The user facility reported that the tip of the stiff glidewire involved (3-4cm), broke off into the patient. The tip was attempted to be removed for two hours, but the tip went into a branch off the profunda and was left in the patient. The branch off was tied to ensure that the part of the wire could only go distal and not cause any harm to the patient. The doctor did not perform the endovascular iliac recanalization (evar) procedure as intended due to the wire break. The doctor had to perform a cutdown, about 6 inches on the left leg, to access the broken piece of wire. The procedure was started with left groin access via a 6 fr sheath, a 5 fr vs1 catheter, and the stiff glidewire involved in the catheter. The doctor went up and over the iliac occlusion, the doctor was burrowing the wire in the occlusion. When the doctor could not pass the occlusion, he removed the wire and noticed the tip was missing. A fluoroscopy was performed and the branch of the profunda was seen. The patient was fine. There was no atherectomy device or laser used. There was no metal introducer or dilator used. There was no excessive torque. The procedure outcome was not successful. There was no equipment or other devices used with the above product. Additional information was received on 14 apr 2022: terumo medical received a user facility medwatch report (B)(4). The event description states: "during the procedure, the wire fractured off the stiff angled glide which embolized to the left profunda. Original intended procedure was an endovascular iliac recanalization."